Event description:
Patient was undergoing a left reverse total shoulder arthroplasty, when the tip of a single use screwdriver used to place the implant broke off in the patient as dr was tightening the implant into position. The screwdriver was a single use device provided by the tornier rep, (B)(6). The rep advised dr that the screwdriver tip is in fact secure in place in the implant and will not move and the only way to remove it is to completely drill out the implant. Dr understood the situation and his decision was to leave the current implant in place with the screwdriver tip secured in the implant. The drill was removed from the sterile field, labeled and placed in biohazard bag that was given to manager in spd, who was advised of the situation with the drill, and he was instructed to clean the remaining piece for further follow up. Therapy start date: (B)(6) 2022. FDA safety report ID # (B)(4).